Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was implanted too low causing discomfort. The patient underwent a revision wherein the ipg was repositioned and that the patient was doing well postoperatively.